Event description:
A facility representative reported with a description of potential scratch. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is pressed against and between two posts in the lens case. One haptic is pointing down into a drain hole of the lens case. The lens was cleaned with klrp for further evaluation. No damage is observed on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and qualified viscoelastic. The file does not indicate what handpiece was used. It is unknown if a qualified combination was used. The reported scratch was not observed. The lens was returned placed incorrectly in the case. No damage was observed. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that there was no patient contact.